Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery 2015. Patient had enhancement on (B)(6) 2016 and presented on (B)(6) 2016 with photosensitivity in both eyes. The topical steroid dosage was increased; (B)(6) every 2 hours today ((B)(6) 2016), every 3 hours tomorrow, four times a day for 5 days. Surgeon reported that photosensitivity started on day of treatment and had no improvement. Patient had 3 antibiotic drops and never started the steroids that were given (pred forte). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of photosensitivity and that there was no improvement from day 1. Patient reported symptoms are not interfering with daily activities however, complained that it was hard to drive. Bcva from (B)(6) 2015: right eye pre-op 20/20 -.75 x -1.50 x 90; left eye pre-op 20/20 -1.25 x -1.75.50 x 30.